Event description:
The customer reported a false negative reaction of one patient sample with biotestcell 3. The patient was supposed to have an anti-d. Customer sent us the complained reagent red blood cells biotestcell 3 and the patient sample. Both were tested on tango in the quality control laboratory. The sample reacted negatively with biotestcell 3. Additionally we tested two anti-d controls with defined units on tango: all positive and negative reactions were correct. We observed no false negative reactions. Furthermore the affected patient sample was tested in the gel method and reacted also negatively.